Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had some tissue that were not healing at the pocket and midline incision sites. The ipg site had been draining. The physician did not suspect infection. The patient underwent a revision procedure wherein the tissues were cleared out, and the ipg was replaced per physician¿s preference. The patient was reportedly doing well postoperatively.